Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium after the helium tank was dropped on the gauge while not in use. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fsei found the iabp could not pass the helium leak test within specifications. The fse checked the entire system and could not identify where the leak was coming from. The fse replaced the helium regulator, helium lines and connections, as well as the gas leak detector and rear connector. The fse also replaced the main helium gauge. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium after the helium tank was dropped on the gauge while not in use. There was no patient involvement, and no adverse event reported.